Event description:
It was reported that the patient received a button error alarm. The patient's blood glucose level at the time was 128 mg/dl. She stated that her insulin pump had been exposed to fluid. Advised to discontinue use of the insulin pump and that it would need to be replaced. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to corroded keypad traces. No button error alarm or moisture damage on electronic assembly and motor noted. The insulin pump has cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.